Event description:
It was reported that the rv lead was replaced due to inappropriate therapy caused by oversensing of noise and a possible lead fracture. Variable lead impedance from 464 to 2500 ohms was also observed. No further patient complications were reported as a result of this event. Further information received indicates there was intermittent capture and intermittent oversensing. A fracture was visible at the tie down site.

Manufacturer narrative:
Asku